Manufacturer narrative:
Argus case (B)(4).

Event description:
Product measured potency issue [product measured potency issue]. Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of product measured potency issue in a male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced product measured potency issue and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the product measured potency issue and accidental device ingestion were unknown. It was unknown if the reporter considered the product measured potency issue and accidental device ingestion to be related to new poligrip. [Clinical course]: on an unknown date, when the patient was having a meal with his dentures attached with new poligrip, he accidentally swallowed the dentures. He had the dentures taken out at a hospital. He found that new poligrip had a weak adhesion and was totally useless. No further information is expected. Additional details: [summary of investigation]: product description: poligrip cream unknown variant and size. Product family: poligrip. Quantity of product: 1.0. Pq executive summary: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint reason: unsubstantiated.